Event description:
Information provided states that a transforaminal lumbar interbody fusion (tlif) cage previously implanted at l3/l4 backed out into the canal. A revision surgery was performed to replace the cage. The surgery was successfully completed with a different cage.